Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the technician, reporting that the v60 ventilator displayed a pressure sensor zero failed alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. An order was placed for a replacement data acquisition (da) board. A follow up was performed with the technician, and it was reported that the part was ordered due to the v60 ventilator displayed a pressure sensor zero failed alarm. Device evaluation and repair are pending, and this investigation is ongoing.